Event description:
A (B) (6) patient underwent aaa repair on (B) (6) 2007. The patient received a zenith main body and on the contralateral side, he received two zenith iliac legs and a zenith main body extension; ipsilaterally, a zenith iliac leg. The patient underwent a secondary procedure on (B) (6) 2010. The zenith iliac leg placed ipsilaterally had disconnected and migrated into the aneurysm sac. The physician used a larger diameter, longer length zenith iliac zt leg through the original, reconnecting to the zenith main body. The physician also treated a separation on the contralateral side between the zenith iliac leg and the zenith main body extension (1820334-2010-00134). A longer zenith iliac zt leg was used, treated the patient and the case was closed. The is recovering.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.